Event description:
It was reported that prior to starting a da vinci si surgical procedure, while testing the monopolar curved scissors instrument, it was observed that the orange insulation at the end of the instrument was cracked. No missing or fallen pieces were reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's tube extension had a broken section that measured .130 x .230 at the proximal clevis interface. The clevis was not dislodged from the tube extension. The tub extension fractured next to one of the keys that mates with the proximal clevis. It was concluded that the damage to the tube extension was likely due to excessive side loading. Failure analysis investigation also found that the instrument had a slight tear in the tube reinforcement ring. It was concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the instrument's tube reinforcement ring, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.